Manufacturer narrative:
A used sample was returned for evaluation. The set was functionally tested for leakage and the reported condition was confirmed. The set was observed to be leaking from the connection of the tubing to the t-connector. A closer examination of the set revealed that the leakage between the t-connector and tubing was due to an incomplate bond, plossibly from an insufficient amount of solvent sealer having been applied during the assembly process. Co did not observed any cracks as reported by the account to co's medical department. The lot number involved in the incident was no reported, therefore, co was unable to perform a review of the work order documentation ot of co's complaint records for similar complaints on the lot. Co recognized the importance of component bonding on co's sets and are curretnly performing a solvent sealing technology review to ensure the optimum material and methods are employed in co's operation. Corrected data: manufacturing site registration number was corrected from "57302" to "6000096". This has resulted in a new manufacturer's report number on this follow-up rerpot. This is a follow-up to abbott manufacturer report number 57302-1998-18.

Event description:
Rec'd report of cracked t-connectors while in use in nicu. A pediatric pt was receiving tpn and lipids via the extension set. The nurse noted that the t-connector cracked, resulting in bleedback from the PICC line, which caused it to clot off. The PICC line had to be discontinued, and another site was accessed. No pt harm reported. The pt is stable, and remains intubated.